Event description:
Brush head fell apart - oral-b [device breakage]. Case narrative: consumer called and stated that the brush head has fell apart. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.